Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate amount of insulin when calculating a bolus. Reportedly, as the customer did not have the carbohydrates option turned "on", the customer input the amount of carbohydrates consumed into the "units" field within the bolus feature. Tandem technical support recommended the customer cancel the bolus request if an incorrect bolus was actively being delivered. The customer reported that the bolus request finished prior to calling tandem technical support, and blood glucose (bg) level was 200 mg/dl. During the call, the customer successfully turned the carbohydrates settings to "on". The customer declined further follow-up from tandem technical support and stated bg level would continue to be monitored.